Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide device was deployed successfully; however, the sutures did not capture the vessel and came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the tavi procedure was completed. Reportedly a suture break occurred with the two proglide devices when attempting to advance the knot. The sutures of two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.